Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(6).

Event description:
An ophthalmologist reported that the an intraocular lens (iol) was removed and the patient was left aphakic. Additional information was provided that the capsule was deinserted and the patient was left aphakic. Additional clarification was received that the capsule was weak during the surgery and it appeared very relaxed but there was no vitreous observed. At the moment of injecting the iol, this turned and did not hold, making it evident that a 180 degree detachment occurred. The iol was removed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution and fibers were observed on the lens. Scratches are observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the capsule disinfection could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).